Event description:
Immediately after tracheostomy tube placement approximately 7 years ago, patient developed hemoptysis with bloody et tube secretions and coughing. Diagnostic airway examination indicated foreign object emanating from the subsegmental bronchus. The object was retrieved and identified as a wire straightener used in tracheostomy kit.